Manufacturer narrative:
(B)(4).

Event description:
It was reported that"alert/notification settings issue" occurred. No product or data was provided for investigation. The allegation and the probable cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that no alert/notification occurred frequently between 3/18/2026 and 4/28/2026. Product was provided for investigation. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Functional test performed and passed relevant testing except for serial number verification. An alarm/alert manual test was performed and passed. An internal visual inspection was performed and passed. Pictures were taken. The speaker and vibrator resistances were measured and passed. Performance data was reviewed. An alert/notification settings issue was not found within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.